Event description:
The pt is pursuing a product liability claim arising out of the use of the durom us acetabular cup, right side. It was reported by pt's counsel that the pt received an implant on (B)(6) 2006. Due to pain and severe metallosis, the pt underwent revision surgery on (B)(6) 2012.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case could be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that could change this assessment, an amended medical device report will be submitted. (B)(4).